Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, rewind, and basic occlusion tests. The occlusion test could not be performed due to the motor error alarm. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 301 mg/dl. It was stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. The alarm history showed a motor position encoder error alarm. The customer was unable to rewind as it was interrupted by a motor position encoder error alarm. The device was returned for analysis.